Event description:
It was reported the coag was shorting out. The surgeon felt that the suction coagulator was not coagulating as well as the first time; perhaps only working 2/3 of the time. The surgery was completed. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Visual inspection of the returned device revealed no defects. Functional testing of the suction coagulator (sc) to the plasmablade tna had piece found the sc to but fully functional. Continuity check did not find the tip to have any shorting as described by the event report. Review of the lot history revealed no anomalies. End of report.